Event description:
The affiliate reported that the device was implanted via v-p shunt at 30mmh2o. The shunt system was not effective since the ventricles of the patient¿s brain remained large even after implantation. It was noted that fluid did not flow through the device. The device was replaced to 82-3100 at 30mmh2o. The pressure test is requested.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and no defects were noted. No occlusions were noted in the valve, siphon guard, or catheter. No leaks were noted in the valve. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.